Event description:
It was reported that the customer experienced elevated blood glucose levels (approximately 300 mg/dl). Troubleshooting was performed and pump passed delivery system check. Customer's health care professional made adjustments to the pump settings.

Manufacturer narrative:
No product returning for evaluation. Should new information become available, a supplemental form will be submitted. T:slim user guide indicates pump is to be used with individuals 12 years of age and gender, patient is (B)(6) .